Event description:
The nk installer reported on behalf of the biomedical engineer (bme) that the central nurse's station (cns) had an hdd2 failure. From the information given, it is not clear if the device gave an error message. No patient harm was reported.

Manufacturer narrative:
The nk installer reported on behalf of the biomedical engineer (bme) that the central nurse's station (cns) had an hdd2 failure. From the information given, it is not clear if the device gave an error message. Multiple requests to the customer for clarification were not answered. The customer was provided with two replacement hdds to resolve the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 08/25/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 08/25/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: 09/04/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received.

Event description:
The nk installer reported on behalf of the biomedical engineer (bme) that the central nurse's station (cns) had an hdd2 failure. From the information given, it is not clear if the device gave an error message. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the nk installer reported on behalf of the biomedical engineer (bme) that the central nurse's station (cns) had an hdd2 failure. From the information given, it is not clear if the device gave an error message. Multiple requests to the customer for clarification were not answered. The customer was provided with two replacement hdds to resolve the issue. No patient harm was reported. Investigation summary: the hard drives were not returned to nk for evaluation. As such, a specific root cause could not be determined. A possible cause may include wear-and-tear over time as the unit was installed over 3 years ago. The manual advises the user to replace the hdds every 2 years as part of periodic maintenance. This device was at its end-of-life. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: (B)(6) 2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.